Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The report stated that a ligasure handpiece was used during a laparoscopic colon procedure. The first time it was fired a regrasp alert sounded to indicate that seal cycle was incomplete. After correcting this error, on the next firing, the seal that was formed bled. It is unk if this cycle was confirmed as good by the generator sounding an end tone or if another regrasp alert was heard.